Event description:
Customer reported a past low blood glucose event with a recorded level of 40mg/dl. Cause of low bg was unknown. Customer consumed a banana to address bg. Customer was advised by tandem technical support to consult with a healthcare professional to discuss factors affecting blood glucose levels, and understood the recommendation.